Manufacturer narrative:
Internal file number (B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effects of mitral stenosis and worsening mitral regurgitation, as listed in the mitraclip system instructions for use, are known possible complications associated with mitraclip procedures. These patient effects appear to be related to patient morphology/pathology (disease progression). There is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The mitraclip remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
This is filed to report the mitral stenosis. It was reported that this was a mitraclip procedure to treat grade 4 degenerative mitral regurgitation (mr). On (B)(6) 2018 two mitraclips were implanted reducing mr grade to 1. The mean gradient pressure was 4 mm hg at the end of the clip procedure. At the follow-up echocardiogram on (B)(6) 2019 the mr grade was 2 and the mean gradient pressure was 7 mm hg. In the opinion of the physician, the recurrent mr grade 2 is not related to the mitraclip. The implanted clips stable on both leaflets. No additional information was provided.